Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the exposed soft cannula that would contribute to a cannula dislodge. Inspection of the patient history buffer (phb) data found that the pod and continuous glucose monitor (cgm) were connected for the majority of runtime. Though invalid estimated glucose values (egv) -2 and -1 were observed during runtime. This indicates that the pod and cgm were connected prior to a 20-minute timeout and that there was extended signal loss between the pod and cgm intermittently throughout runtime. No damages or deficiencies were observed in the pod that would lead to a pod and cgm communication issue. It could not be conclusively determined if the pod and sensor communication issues resulted from a sensor failure. The exact cause of both the reported sensor failure and cannula dislodge events could not be determined. The pod was received with the adhesive pad attached to the bottom housing of the pod and the adhesive welds were observed to be intact. The cause of the reported failure to adhere event could not be determined. The pod data showed an 0x6a alarm occurred, indicating that the pod was occluded during runtime, specifically not at the end of a bolus. The pod data showed no timeouts or drive stalls. No damages or deficiencies were observed in the pod that would yield a hazard alarm or prevent the pod from operating as intended. Overall, no errors or abnormalities were found in the pod that would cause a hazard alarm.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. The patient also experienced an intermittent sensor message reporting a temporary sensor problem. As treatment, a new pod was successfully applied.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.